Event description:
It was reported that the plastic was melted on the plunger of a 3 ml bd luer-lok¿ luer-lok¿ tip.

Manufacturer narrative:
Investigation summary:no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plastic was melted on the plunger of a 3 ml bd luer-lok luer-lok tip.